Event description:
It was reported by the patient that their incision was swollen and bleeding one day post-implant. The patient also heard alert tones. Follow-up information was received from the clinic indicating that the alert triggered due to high superior vena cava (svc) coil impedance caused by a poor setscrew connection. The device was reprogrammed to turn off the svc coil on the competitor right ventricular (rv) lead. It was also noted that the patient had a hematoma which resolved on its own with no intervention. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0135, lead, implanted: (B)(6) 1998. (B)(4).